Manufacturer narrative:
(B)(4). A philips field service engineer (fse) went on-site to complete performance testing and to gather log files. The device was tested and was noted to be providing appropriate alarms for simulated alarm events. The logs were reviewed which showed two desat alarms beginning at 4:56:35 and 5:24:43 with evidence of alarms being silenced within seconds of occurring. The fse also confirmed that the bedside monitor configuration had alarm reminders turned off. No malfunction occurred. The device tested to specification post incident and the logs reveal that alarms were occurring and were silenced. The biomed received the results of the lot data review. Device labeling (instructions for use) adequately describes alarm behavior. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that the spo2 for a pt went below set limits but the monitor did not alarm. The pt needed emergent care and recovered.